Manufacturer narrative:
(B)(4). The peritoneal dialysis registered nurse (pdrn) returned this writer's phone call on (B)(6) 2012. The pdrn stated that she had received no information regarding this event. The pdrn stated that the homechoice patient (hp) had gone straight to the hospital and had not informed the clinic of his symptoms. The pdrn stated that she had followed up, but that the only information that she was able to obtain was that the hp was admitted to the hospital for abdominal pain. She was not given any culture results or any information that confirmed a diagnosis of peritonitis and she was not told if any treatment was provided. This is follow up report 1 of 3.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11k14097, and h11j17027. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of catheter not working properly and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date the patient experienced catheter not working properly. The catheter had to be removed and another added. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported for peritonitis. The patient was recovering (peritonitis) and not reported (catheter not working properly). The nurse could not confirm the events as reported by the consumer. The nurse confirmed hospitalization (B)(6) 2012 - (B)(6) 2012 patient recovered. Rn stated the hospitalization was not related to dianeal therapy.